Manufacturer narrative:
(B)(4). The incident information and the analysis of the returned product were reviewed. The clip delivery system (cds) was returned open approximately 60 degrees. The a/p knob was returned in the 6 o-clock position and the m/l knob was at 7 o-clock. The lock lever was returned retracted 5mm passed the blue line. The sleeve key bond was examined and noted to be intact with evidence of adhesive at the proximal end of the key. There was no external damage observed to the device. An attempt was made to open the clip on with no curves applied, and the clip failed to open. To simulate a clinical condition, the cds and returned steerable guiding catheter (sgc) were inserted into a 37 degree water bath with a simulated inferior vena cava. With the delivery catheter (dc) shaft extended approximately 1 cm, a curve of 75 degrees was applied to the sgc in the plus-direction and 90 degrees was applied to the cds steerable sleeve in the m-direction. Another attempt was made to open the clip, but it failed to open. The sleeve starting a/p angle was approximately 55 degrees in the plus-direction, which met the steerable sleeve a/p angle specification. Another attempt was made to open the clip, but it failed to open. Troubleshooting maneuvers were performed twice by pulling the lock lever up to 10mm past the blue line and the clip opened to 180 degrees. After continuing to turn the arm positioner, the clip jumped open to invert. This confirms that there were actuation issues with the clip; however, the discrepancy between what was reported and what was observed may be due to varying amounts of tension felt by the device during the procedure versus the returned product analysis. More tension (e.g. Curves on the device, due to the anatomy, etc.) On the device may make it more difficult to open the clip. The cds was removed to deploy the clip and examine the inner components. The actuator coupler was bent, approximately 2.5mm from the distal end of the coupler. The actuator mandrel was also bent 4.2cm from the distal end of the coupler. There was an additional bend in the proximal end of the mandrel, 44.5cm from the proximal end of the mandrel. The clip was installed on a proxy shorty catheter containing a proxy actuator coupler (therefore straight) to simulate actuation of the clip; the clip was found to open and invert smoothly. Potential causes for difficulty opening the clip can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology), user technique or procedural conditions (unintended curves on the device during advancement). With respect to the patient condition, procedural conditions and/or user technique, difficulty opening the clip may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device during advancement or excessive curves applied to the device by the user. In this case, since the clip was able to invert smoothly using a proxy catheter, the issues opening the clip were likely attributed to the bend in the actuator coupler and/or mandrel. Based on the information reviewed, it is possible that there were unidentified procedural interactions (e.g. Curves on the device during device prep, patient anatomy) which caused more tension on the device, such that the coupler and mandrel became bent and therefore contributed to the difficult to open the clip; however, this cannot be confirmed. Although the reported clip difficult to open appears to be related to the bends in the actuator assembly, a definitive cause for the bends could not be determined based on the information reviewed and the analysis of the returned device. There does not appear to be any evidence of a product quality deficiency associated with the clip itself. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional cds (10269455/12) referenced is being filed under a separate medwatch report.

Event description:
This report is being filed to capture the mitraclip clip delivery system (10269455/11). Difficulty opening the clip in the left ventricle has potential for injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. There were no challenging anatomical conditions noted. During preparation of the clip delivery system (cds 10269455/11), the clip was difficult to open, even when unlocked. By locking and unlocking the clip, the clip functioned normally. The preparation was continued. During use in the anatomy, the clip opened normally to 180 degrees in the left atrium. After closing and entering into the left ventricle, the clip was unable to be opened to more than approximately 100 degrees. Several attempts were made to close, lock, unlock and reopen the clip, but this was not successful. The tension in the system could be clearly observed on fluoroscopy, when attempting to open past 100 degrees. The cds was removed without issue and a new cds (10269455/12) was prepared; however, the same issue occurred. This time, the problem was solved by closing and re-opening the clip. The clip was then deployed. Both cds had been inserted and advanced through the steerable guiding catheter (sgc) without resistance. The sleeves of the cds were not deflected more than 90 degrees at any point. There were no curves applied to the sgc. The mr grade was reduced to <1 and the patient was clinically stable post-procedure. There was no clinically significant delay in the procedure. No additional information was provided.